Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Incidents of cracked/leaking valves can be caused by many factors, including but not limited to an excess torque force in combination with over-tightening the connection; if the product is subjected to aggressive solvents, excessive mechanical stresses, or other various unforeseen circumstances during the clinical application. However, without the actual sample or lot number, a thorough sample analysis or batch record review could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility: event # 4: reports five caresite luer access devices cracked in the last two months at the narrowing of the device just below the syringe insertion site. As a result of the leakage, all five of the PICC lines were lost because they clotted off. The devices are being connected to a bifuse or trifuse, and the most common fluids running in the lines are tpn, intralipids, antibiotics, ns, and dextrose solutions. The reporter stated they could possibly be over tightening them.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.